Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed restart alerts consistent with a ble board communication error, and multiple restarts performed by the user did not resolve the malfunction until the backup ilet was provided by clinical staff. Symptoms included no reported blood glucose impact. Outcomes included no medical intervention or hospitalization. Investigation included customer service follow-up and coordination with clinical staff to secure return of the affected device for evaluation. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.